Event description:
The suspect device result was hi. A retest about fortyfive miniutes later was 387 mg/dl. The user went to the hosp and their glucose was 97 mg/dl. They were kept for a short period of time and release. No treatment alleged. Controls were not used. The device was replaced and requested to be returned for evaluation.